Event description:
The following information was reported through the aaa 24-01 tambe post approval study: on (B)(6) 2026, the patient underwent an endovascular procedure to treat a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system, with a gore® excluder® iliac branch endoprosthesis (ibe) device as the distal bifurcated device. Additionally, a gore® excluder® aaa endoprosthesis device and multiple gore® viabahn® vbx balloon expandable endoprostheses (vbx devices) were implanted in the visceral vessels. During the procedure, a type iii endoleak was seen between the tambe and the ibe device. A mob was used to balloon, and the endoleak was resolved. According to imedidata, the left renal artery was patent at the end of the procedure. The procedure was tolerated well and the patient was sent home (B)(6) 2026. At that time, the creatinine level was 0.91. On (B)(6) 2026, the patient presented to the emergency room with right-sided abdominal pain from flank to lower back. No other complaints. Labs unremarkable, CT showed no acute abnormalities. Treated with medication and discharged. On (B)(6) 2026, the patient presented with severe left upper quadrant and flank pain. Cta of the abdomen and pelvis demonstrated an acute infarct with complete occlusion of the left renal stent, along with abnormal persistent nephrograms in the lower poles of both kidneys. Laboratory findings showed an increase in creatinine from 0.92 to 1.53, and the patient was diagnosed with acute kidney injury (aki). The aki was initially suspected to be secondary to contrast-induced nephropathy but was later determined to be due to left renal artery occlusion with subsequent infarction. The patient was started on a heparin drip and taken to the operating room on (B)(6) 2026. During the procedure, the left renal occlusion was treated with thrombectomy, tissue plasminogen activator (tpa), balloon angioplasty, and stent placement. Additionally, the right renal artery required balloon angioplasty and stenting due to extrinsic compression identified intraoperatively. The right renal artery and left renal artery were patent by the end of the procedure. Following intervention, creatinine levels began trending downward. The patient was discharged on (B)(6) 2026. According to the physician, the ballooning of the type iii endoleak led to the vbx compression. While the renals were patent after ballooning, according to the physician no angio was taken following the ballooning that would have shown the compression, and the type of compression suggested it was caused by external force.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of product history review w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.